Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and....port site pain." "During insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach."

Event description:
Allergan sales rep called and reported on behalf of a physician that a pt had an infection with "perforation." Additional f/u with a hospital staff clarified the device perforated the esophagus. Also, an "environmental culture" found "less than 15 colonies of staph were isolated." Further f/u will be conducted to gather additional information.